Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine [24 mg/ml] at a rate of 2.145 mg/day, baclofen [600 mcg/ml] at a rate of 53.62 mcg/day, and dilaudid [20 mg/ml] at a rate of 1.787 mg/day via an intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain and failed back surgery syndrome. The patient's concomitant medications included ativan prescribed by the primary care physician. It was reported that the pump was replaced in (B)(6) and the healthcare provider (hcp) kept putting it in a place where the skin would break down and the incisional wound opened. The area had opened up and started oozing with drainage. The reporter indicated that the pocket site had become so infected that they re-did/replaced the pump over the summer. It was noted that the change in symptoms had been sudden. The type of baclofen in the pump, the patient's relevant medical history, and the diagnostics performed were not reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the healthcare provider (hcp) indicating the baclofen, bupivacaine and dilaudid end date/or note on-going was (B)(6) 2015. Other medications (oral, etc) that the patient was taking at the time of the event was diltiazem, l evothyroxine, lyrica, norco, paxil, carafate, diclofenac-misopostol, and istalol. The patient's pertinent medical history includes arthritis, interstitial cystitis, hypertension (htn), acid reflux, cataract, depression, and hypothyroidism. The patients had nkda allergies. The pocket revision procedures occurred on (B)(6) 2015 and (B)(6) 2015. The patient had wound dehiscence with pus and the cause of the recurring infection symptoms was due to a skin infection with (B)(6).

Event description:
The lot number of the baclofen was not reported; follow-up was requested to obtain additional information.